Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were under responsive and that there was moisture present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on to a blank display screen, the keypad buttons were unable to be fully tested due to this. The keypad cover was intact. The keypad cover was removed and no defect with the button contacts was found. Unrelated to the complaint, moisture was visible behind the display. The pump failed a leak test at a crack in the casing. The pump cover was opened and moisture damage was found on the printed circuit board.